Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle) was investigated. As received, the monitor failed testing as it had a defective driven ground. Upon evaluation the belt receptacle was pulled and broken off from the monitor case, damaging the black pulse wire. The root cause of the damaged receptacle and wire is excessive force placed on the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the electrode belt receptacle was damaged.